Event description:
It was reported that bd nexiva is leaking at the tubing and hub. The following information was provided by the initial reporter: three different nexiva catheters have been leaking where the stabilization platform meets the tubing, near the hub of the catheter.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Please keep photos or store the defective product as it will help us define the cause of the failure. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No additional information.